Event description:
During preparation for a coronary artery drug eluting stenting treatment procedure the catheter shaft fractured. When the taxus express2 2.5x20mm drug eluting stent was removed from packaging the shaft fractured. This event occurred outside of the pt, no pt injury or complication was reported. To complete the case the physician used another taxus express2 2.5x20mm drug eluting stent. The pt's condition was reported as ok.